Event description:
It was reported, that the patient presented in the clinic. With device and leads eroded from the pocket. The entire implantable cardioverter defibrillator was visible from the opened incision site of the implanted device pocket. While all the right ventricular, left ventricular and atrial leads were visible in the proximal part of the leads. The physician explanted the entire system- implantable cardioverter-defibrillator, right ventricular lead, left ventricular lead and atrial lead, due to erosion. The patient was in stable condition throughout the procedure.

Manufacturer narrative:
The lead was returned due to pocket erosion. Final analysis found that as received, a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies except for the damages found consistent with procedural damage.